Event description:
It was reported that a patient on impella 5.5 support experienced suction events. Two units of packed red blood cells were given. The next day heparin was on hold due to high partial thromboplastin time and low xa. The patient was brought to the operating room the following day for a washout and closure. Red blood cells and platelets were given and labs were redrawn. An endoscopy was performed the next day for a gastrointestinal bleed. Bleeding continued for days requiring platelets and red blood cells at every shift. The patient remained critically ill throughout support. It was noted that it was evident that the patient had multisystem organ failure and continued to have rectal bleeding. Heparin was stopped. Ultimately, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿